Event description:
Reportedly, the current pacemaker did not pace during the implantation. Another pacemaker has been implanted instead.

Manufacturer narrative:
The conclusions are as follows: - the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection did not reveal any abnormality on the external parts. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - regular hexagonal atrial and ventricular setscrew cavities were noticed. - regular tightening marks on the atrial and ventricular setscrew tips were noted. - as of today, no files were provided, therefore, no deeper analysis can be performed. - based on the available information, no conclusion can be drawn. - in case the patient files are provided, a files analysis will be performed. - this complaint is recorded for trending purposes. Please refer to the attached analysis report.

Manufacturer narrative:
The conclusions are as follows: - the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection did not reveal any abnormality on the external parts. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - regular hexagonal atrial and ventricular setscrew cavities were noticed. - regular tightening marks on the atrial and ventricular setscrew tips were noted. - since no files were provided, no deeper analysis can be performed. - based on the available information, no conclusion can be drawn. - in case the patient files are provided, a files analysis will be performed. - this complaint is recorded for trending purposes. Please refer to the attached analysis report.

Event description:
Reportedly, the current pacemaker did not pace during the implantation. Another pacemaker has been implanted instead.

Event description:
Reportedly, the current pacemaker did not pace during the implantation. Another pacemaker has been implanted instead.